Event description:
It was reported that the coil was used with dcb000005 and ccb000157, and after the coil was deployed in the aneurysm, the coil could not be detached. The position of the marker was changed and detachment was attempted for several limes, but still the coil could not be detached. Then, dcb000005 was replaced by dcb0000001. The fault lamp illuminated and detachment could not be conducted. There was no error shown when connected to the dcb000005. Other coils were detached with no problem after the event. There was no resistance felt during dpu/coil deployment, and the sl 10 microcatheter. The type of dcb used was an enpower (blue). It is unknown if the pre-deployment electrical check was performed, and no low battery light was seen during case. Fault light was not seen during case and upon pressing the power button, all lights illuminated. The green system ready light illuminated, and the during detachment cycle, the detachment light illuminated. The audible signal beeped.

Manufacturer narrative:
The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil's non detachment was due to wiring or a fractured solder joint. Additional analysis failed to find the exact source of this damage. The circumstances of how and where this damage occurred cannot be determined. In addition, it was marked unknown if a pre-deployment electrical check was performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "verny the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding." The analysis indicated that the most likely root cause of the non-detachment was due to a fractured solder joint at the resistive heating coil, but the circumstances of how this occurred cannot be determined. In addition, no pre-deployment test was conducted, which the IFU addressed and needs to be conducted. Based on the analysis, there was no manufacturing issue identified, therefore no corrective action was taken.